Event description:
Additional information was received from the patient (pt). They reported that their external device was not charging, so they got a new cord. After replacement, pt noted that they were only getting stim on their side between their ribs and hip. Pt noted the manufacturer representative (rep) called and reprogrammed their unit and to increase the power of the ins. Pt noted the issue was solved in a way, but they still only felt stim in the same place. Pt's pain level was still at 20%. Pt noted after reprogramming, stim could only be felt on their left side even though the rep did a lot of changed for the groups. Rep noted the stim was affecting all the way, but that the left side was the only place the pt could feel it. Pt noted the stim helped at first, up to 95%, but now it was at 45%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they had a problem. Patient stated that they called their rep the other day and they told them to go to group b since group a wasn't working. Pt said that instead of going up their back like it was supposed to, the stimulation was going between their rib cage and hip bone, so the stimulation wasn't doing their back any good. Pt then started talking about the external equipment. Pt said that the cord was already replaced once before. Agent was confused. Agent reviewed with the pt that the external equipment wouldn't affect where the stimulation was targeting. Pt then took the call in a completely difference direction and they unlocked the controller and initiated an ins recharging session. Pt saw no device found and so they pressed recharge. Pt saw the middle number on the trying to recharge screen as 19. Agent reviewed with the pt to reposition the recharger. Pt noted that they had never seen the trying to recharge screen before. Pt was really confused throughout the call. Agent reviewed device functionality with the pt. The patient was redirected to their healthcare provider (hcp)/rep to further address the issue as the issue was with the therapy/stimulation settings. When asked for the event date, pt said that it was approximately three weeks ago. Pt noted that they weren't seeing their hcp until july.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.